Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device was not assembling with the mating implant. Device seemed to be a different size than expected.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products- biomet finned pri stem 40mm, catalog # 141314, lot # 137930. Complaint sample was evaluated and the reported event was confirmed. Visual inspection was performed on the returned products and noted the tibial tray is assembled to the finned stem. There is also an undetermined amount of bone cement on the porous surface of the tibial tray and covering a majority of the finned stem. The product ID etch is clearly visible on the face of the tray. There are two large scratches on the face of the tibial tray. The edge of the tibial tray has scratches and bone cement along the top portion. A dimensional analysis was performed on the tibial tray and noted the product to be non-conforming. DHR was reviewed and no discrepancies were found. The root cause is determined as manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.